Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of the homechoice cassette partially separated from the patient line. This was observed when removing the cap, after priming of peritoneal dialysis therapy. Renal therapy services (rts) assisted the caregiver in removing the supplies and ending therapy. The caregiver would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.